Manufacturer narrative:
H3, h6: the cori bone pin, p/n rob10011, lot 000015515, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was not established visually and/or functionally. The bone pin do not show traces of bent and no malfunction was identify. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been associated with external forces and/or pressures apply to the pin. Care and caution should be exercised during the surgical site setup, surgery and tear down to protect the device from an unforeseen force, such as falling onto a hard surface or damage. Refer to the cori surgical system user¿s manual for proper handling. Components break / wear or spinning bur contacts inside of guard causing flaking / material dust. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, one pin of ri bone pins 4 mm x 152 mm qty: 2 was bent. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed as consequence of this problem.